Event description:
Covidien endo gia ultra stapler was used during surgical case; with second reload, the stapler misfired, causing incomplete sealing of tissue/vessel. A small piece of metal broke off the stapler.